Event description:
The micro sagittal saw was sent for evaluation due to a blade breaking off in the device during a procedure. There was no medical treatment or intervention required as a result of the event. The procedure was completed without any delay. No adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the sag head assembly was coming unpressed so the assembly would not close all the way on the blade. The presence of an unpressing sag head assembly is likely to cause or contribute to the handpiece breaking a blade.